Event description:
A customer contacted baxter (B)(4) regarding inadequate or no iodine in a connection shield. There was no patient involvement.

Manufacturer narrative:
(B)(4). This complaint for inadequate iodine in a connection shield was not confirmed during the sample evaluation; therefore, no root cause could be determined. A 52 unopened pouches were received for evaluation and during a visual inspection it was confirmed that all connection shields contained iodine. No functional test was performed however; the remaining weight of iodine in each connection shield was calculated by subtracting the upper tolerance weight of the connection shield and foam from the weight of the returned connection shields. All connection shields were found to have more than the minimum required iodine volume required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The actual sample was not available; however, a companion sample has been reported to be available and requested for evaluation. The companion sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.